Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a pairing failure between the ilet and a libre 3+ sensor, which was resolved after coordinating with the sensor manufacturer and reinstalling the application; the sensor then entered warmup and pairing was successful. Symptoms included an inability to obtain blood glucose data during the event. Outcomes included temporary interruption of continuous glucose data availability. Investigation included communication with the sensor manufacturer and user-guided troubleshooting. Investigation of this case revealed successful re-establishment of device-sensor communication following app reinstallation and re-pairing. It was concluded that the event was due to a pairing issue that was corrected through troubleshooting and education, with no further adverse effects reported.